Manufacturer narrative:
D6a: implant date added.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The retrieved log files captured the device operating as intended at the set speed. The device was not returned for evaluation. The heartmate 3 lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found to have a thrombus in outflow graft (ofg) after frequent low flow alarms. Approximately 2 months ago, the patient was administered [(B)(4)]. Thrombolytic therapy (tpa) was performed. The patient tolerated well and was discharged to home where they continued to do well. However, low flow alarms returned, and patient experienced progressively worsening rhythm issues. The patient became increasingly nauseous with vomiting. Terrible mitral regurgitation and tricuspid regurgitation showed on echocardiogram. Repeated coronary computed tomography angiography was done and ofg clot was back. The patient was administered tpa again but was unsuccessful. Clot was in middle of outflow graft. The patient was taken to operating room on (B)(6) 2023 for a pump exchange. The patient retained original apical sewing ring and outflow graft with bend relief that were implanted in 2021; only new pump was implanted. Outflow graft was flushed extensively with saline to rinse away any thrombus (patient was on bypass and outflow graft was clamped proximal to aortic anastomosis), and area between bend relief and outflow graft was noted to have bio-debris, which was also removed. The patient passed away after complications from pump exchange on (B)(6) 2023. Patient previous admission on (B)(6) 2023 was reported under MFR# 2916596-2023-06029. Thrombus is reported on first pump under MFR# 2916596-2023-06760.